Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/essure device location of device: ovaries"), device expulsion ("migration of essure device location of device: cervix and ovaries"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "you undergo an essure confirmation test? : no". The patient's medical history included pregnancy, menstruation delayed, adenoidectomy, rash pruritic, panic attacks, postpartum depression and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, hot flashes and weight gain. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one"), abdominal pain upper ("stomach pain"), irritability ("feeling irritability"), pain ("over all lower body pain"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in march 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation and fatigue outcome was unknown and the depression, abdominal pain upper, irritability and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritability, migraine, nausea, pain, pelvic pain, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: implanted date and explanted date both are reported as on or about (B)(6) 2015. Approximate weight at the time of essure placement 225 lbs. Discrepancy noted as per pfs: on (B)(6)2015; removal of fallopian tube 3 days after initial essure procedure. (B)(6) 2015; removal of fallopian tube 3. Days after initial essure procedure. (B)(6) 2018; removal of fallopian tube coil and cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: right tube and essure left in place as it was in proper positioning and not causing pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- nausea, fatigue. Outcome of event irritability, depression, pain were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))/essure device location of device: ovaries"), device expulsion ("migration of essure device location of device: cervix and ovaries"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "you undergo an essure confirmation test? : no". The patient's medical history included pregnancy, menstruation delayed, adenoidectomy, rash pruritic, panic attacks, postpartum depression and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, hot flashes and weight gain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one"), abdominal pain upper ("stomach pain"), irritability ("feeling irritability") and pain ("lower body pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation and irritability outcome was unknown and the abdominal pain upper and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, irritability, migraine, pain, pelvic pain, vaginal discharge, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: implanted date and explanted date both are reported as on or about (B)(6) 2015. Approximate weight at the time of essure placement 225 lbs. Discrepancy noted as per pfs: on (B)(6) 2015; removal of fallopian tube 3 days after initial essure procedure. (B)(6) 2015; removal of fallopian tube 3 days after initial essure procedure (B)(6) 2018; removal of fallopian tube coil and cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: right tube and essure left in place as it was in proper positioning and not causing pain.. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Event added: depression, migraines, headaches, migration of essure device location of device: cervix and ovaries, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), vaginal discharge, weight gain / loss specify which one, feeling irritability, stomach pain, depression, lower body pain, you undergo an essure confirmation test? : no. Lab data was added. Concomitant and historical conditions were added. Historical drug was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: implanted date and explanted date both are reported as on or about (B)(6) 2015. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.